Event description:
Additional information was received from the manufacturer representative (rep). The rep inquired which type of programmer (clinician tablet or an 8840 programmer) was used when the error occurred and the information was not provided. It was indicated the patient's weight was also unknown.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, serial# unknown, product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 1mg/ml at 0.8268mg/day via an implantable pump. The indications for pump use was non-malignant pain. It was reported that the healthcare provider filled the pump with a different concentration but forgot to program a bridge bolus. The healthcare provider switched from 1mg/ml to 2.5mg/ml and the catheter volume was 0.217ml. Per the reporter, the pump dose was programmed at 0.8268mg/day yesterday at 2pm. It was calculated that the new concentration started at 2am the day of the report. It was recommended to program the pump as soon as possible to the new concentration and a bridge bolus was no longer needed. Additional information was received later the same day from the reporter who stated that pump was actually updated to 2.5mg/ml at 0.8268mg/day. Flow rate 0.33ml/day or underdosing at 0.33mg/day for 1.5 days ttv 0.5ml. The healthcare provider called the same day and stated that they were with the patient and was ready to re-program the bridge bolus. Per the healthcare provider, the previous drugs were hydromorphone (primary) 1 mg/ml, clonidine 296 mcg/ml, and bupivacaine 12 mg/ml. The dose per day was 0.6884 mg/day of hydromorphone with the max 24 hour dose being 0.8027 mg/day with ptm bolusing. The new drug information is: hydromorphone (primary) 2.5 mg/ml, clonidine 740 mcg/ml, and bupivacaine 30 mg/ml. The dose per day is now 0.8268 mg/day of hydromorphone with a max 24 hour dose with ptm bolusing being 0.964 (dose per bolus 0.024 mg/bolus). The patient since being programmed yesterday has given themselves 4 boluses. The healthcare provider was assisted in pro gramming a modified bridge bolus to complete the bolus which will end in 3 hours and 41 minutes.